Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another device and her normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient informed the mss that on (B)(6) 2013, she obtained blood glucose readings of "250 mg/dl" with the subject meter and "194 mg/dl" on another device (doctor's meter), performed within 1 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 30%. The patient informed the mss that the meter to other meter comparison was performed during a routine doctor's office visit. The patient reported that on (B)(6) 2013 at approximately 5am, she woke up from her sleep feeling sweaty and hungry. The patient claimed she associated the symptoms with a low blood glucose. In response to her symptoms she tested her blood glucose with the subject meter and obtained a reading in the "30's mg/dl" and then treated herself with food and/or drink and confirmed feeling better afterwards. Prior to the onset of symptoms, the patient claimed she had tested the evening prior and obtained a reading in the "130 to 160 mg/dl" range. In response to the reading she took her usual dose of insulin and then ate her dinner. The patient informed the mss at the time of the follow-up call that the evening reading obtained on (B)(6) 2013 may have potentially been inaccurately high. The patient felt that if the meter had read lower, she would have adjusted her insulin accordingly and potentially may have been able to avoid the low blood glucose excursion. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.